Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 700ml. Flow rate, procedure, cath place: na. Patient contact: no. ((B)(4)). When filling, found the pump had leaked out almost all of its contents into the bag. Pump was locked and set at "0." This pump is identified as pump #2 in medwatch uf/importer report #: (B)(4).

Manufacturer narrative:
Method: the actual device involved int he incident was returned for evaluation and investigation. A visual examination was performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: upon visual examination, the pump was found to be empty. In addition, the tubing was found to be detached at the blue connector with evidence that a piece of the tubing was still attached to the connector. No further testing was conducted. Conclusions: the complaint was confirmed. The cause of the leak was attributed to the broken tubing at the blue connector. The device failure directly caused the event. A review of the risk management documentation indicates the probability of occurrence is remote. Trending of this complaint failure mode remains below the upper control level. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. (B)(6). I-flow is filing this report in response to medwatch uf/importer report #: (B)(4).